Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was verified. According to the investigation the pump was inspected and found that the pump lcd lens on the front housing was scratched and damaged by customer. Further investigation of the pump determined that the front housing was defective due to damage by customer and was the root cause of the issue. Therefore, the front housing will be replaced to correct the reported problem. The problem source of the reported problem is possible user damage.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited alarming with blank screen and had screen damage. No reported adverse effects.

Manufacturer narrative:
H2: see a1, b5, h6 (patient code).

Event description:
Additional information was received that the issue was discovered during testing, the event date is unknown and there was no patient involvement.